Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient came into the clinic for a routine follow up. It was noted that the device was post-paced t-wave oversensing, which lead to several automatic mode switching (ams) episodes. The device is being monitored and no further intervention was performed at this time. The patient was in good condition with no adverse consequences.

Manufacturer narrative:
As received, the device was successfully interrogated with the programmer. Visual inspection revealed scratches on the can, but no other anomalies were observed. Review of the stored egms confirmed there was post-paced t-wave oversensing on the device. However, bench testing did not reveal any indication of device anomalies. Based on the device analysis, the cause of the reported incident could not be conclusively determined.

Event description:
The patient came into the clinic for a routine follow up. It was noted that the device was post-paced t-wave oversensing, which lead to several automatic mode switching (ams) episodes. The right ventricular lead was capped and replaced to resolve the issue and during the lead revision the device was electively explanted and replaced. The patient was in good condition with no adverse consequences. Related manufacturer report number: 2938836-2017-29303.